Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the functioning tests. The device was received with a partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
The customer was reported via phone call that, the top of the reservoir compartment was cracked. The blood glucose was unknown at the time of the incident however most recent blood glucose was 148 mg/dl. Customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.